Event description:
During a laparoscopic cholecystectomy while using an er320 the clips would not form properly and the device jammed. The rep reports a new er320 was opened to complete the case without incident. The clip applier was autoclaved after the case by hosp personnel and the rep informed them in the future it is not adviseable to autoclave devices to be returned. The rep reports he is returning the device with some of the malformed clips. There was no consequence to the pt.

Manufacturer narrative:
The prodduct complaint analysis team has completed its investigation of the device. The results of investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw, yes; damged jaws, no; damged cutter, n/a; damaged feed bar, no; damaged floor, no, damaged handle shrouds, no; damaged other, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, yes; jaws: hold clip, yes; jaws: inside width at tips, .175; lockout functional, yes and number of clips fed and formed, 8. Analysis conclusion: based upon the inquiry info received and the visual and fucntional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and formed the remaining clips as designed with no difficulties noted. There were no difficulties noted with the instrument jamming or with the formation of the clips. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.